Event description:
Healthcare professional reported a left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Alternate email addresses: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: analysis of the returned device identified: weight to the spec, wear abrasion, creases fold and opening curved on radius. A visual and microscopic analysis was performed which identified: opening crease sharp on radius, striated opening on anterior and stress marks. Based on the device analysis the final assessment is: a striated opening on anterior assessed as surgical damage. An opening crease sharp on radius assessed as fold flaw opening. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.